Manufacturer narrative:
Medical device problem code (B)(4) is being used to capture the reportable event of aborted/cancelled procedure. The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the spyscope ds ii access & delivery catheter and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter and spyglass ds controller were used during a common bile duct stone removal procedure performed in the bile duct on (B)(6) 2021. During the procedure, an electrohydraulic lithotripsy (ehl) device was used and advanced to crush the stone, but the image of the spyscope ds ii disappeared midway. The spyscope ds ii was removed and reattached back to the controller; however, the image was still lost. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a27 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were signs of use in the form of elevator marks on the catheter. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image test for visualization was performed. Upon plugging the device into the controller, a live image was displayed. During handling to prepare for testing, the image was flickering. The tip was articulated using the knobs on the handle and image was lost. X-ray imaging of the distal tip showed no issues with the redistribution layer (rdl) or thru-silicon vias (tsvs). It was noted that the camera wire appeared to be damaged at the distal cap/steering ring. X-ray imaging of the handle showed no issues with the printed circuit board assembly (pcba) or camera wires. A distal portion of the camera wire was removed from the tip; a nicked camera wire jacket & corrosion on the exposed wire was observed. The reported event was confirmed. The condition of the wires suggests a lack of controls regarding camera wire handling during the manufacturing process (likely during camera/ plastic optical fiber (pof) potting, stuffing, and/or pof bonding), resulting in nicked insulation of the camera wires and/or twisting of wires. Process controls were implemented on the manufacturing line to minimize the occurrence of this failure. This included additional visual inspections and new tooling that had less blunt edges that could nick the insulation of the camera wire. The process change and tool change is being monitored for effectiveness, and will be escalated should an excursion be observed. It is likely that the damage to the camera wire, as well as exposure to saline and/or procedural fluids, shorted out the camera during the procedure. Based on all gathered information, the most probable cause selected for this complaint is manufacturing deficiency. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that there were five additional complaints exist for the specified lot related to visualization. One of the five was concluded to be related to manufacturing deficiency and distal wire damage. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to the spyscope ds ii access & delivery catheter and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter and spyglass ds controller were used during a common bile duct stone removal procedure performed in the bile duct on (B)(6) 2021. During the procedure, an electrohydraulic lithotripsy (ehl) device was used and advanced to crush the stone, but the image of the spyscope ds ii disappeared midway. The spyscope ds ii was removed and reattached back to the controller; however, the image was still lost. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.